Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 had failed due to solenoid damage. A field service engineer (fse) checked all cables and sensors for any damage, none was found. The field service engineer adjusted the retractor band for better placement, biased the latch block forward, ensured sensors registered correctly in the hardware test application, and replaced the solenoid to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the red latch for the drawer was sticking and failing the drawer, then the application freezes and requires a reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.